Event description:
It was reported that during a da vinci-assisted foregut surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the master tool manipulator (mtm) grip was sticking and would not open after pressing it together. The surgeon elected to use another system to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported problem was confirmed and replicated. In the system logs, the resistance was found pointing to the grip levers on the mtm. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where all test passed but the grip was found to be sticky. As a result of these findings, failure analysis was able to conclude that the grip lever springs were found to be the source of the reported failure. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to mechanical issues from defective inner and outer grip springs located within the mtm.